Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred between may 13, 2019 and june 7, 2019. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link neutral needle-free IV (intravenous) connectors were not staying connected to the blood drawing device when taking bloods from the PICC (peripherally inserted central catheter) lines and peripheral cannulas in the back of the patient¿s hand; further described as numerous incidents of the luer slip of the blood drawing device bounced out of one-link connectors leading to the inability to take blood. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.